Event description:
While driving, pt drove off the road while attempting to take a nitroglycerin tablet. An emt witnessed the event and responded. Pt was unconscious; however, pt did come to long enough to take one p.o. Nitro. Pt then became hypotensive. Pt was transferred to the medical ctr ed. On presentation to the ed, pt was short of breath and was subsequently intubated. Blood pressure was observed to be in the 40's. Pt then became pulseless and had pulseless electrical activity. CPR was begun, but resuscitative efforts were unsuccessful. Pt was declared at about 08:40 am. Death attributed to congestive heart failure secondary to myocardial infarction and atherosclerotic heart disease.